Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer had insulin pump error more than 4 times. The blood glucose was unknown at the time of the incident. Customer was in reservoir and tube, rewind pump and the error displays. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a motor current error detected alarm during rewind, fault isolated to the motor. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to motor current error detected alarms.